Event description:
Information was received from a patient with implantable pump for non-malignant pain. It was reported that their communicator was not taking a charge and didn't light up or do anything anymore. The patient stated they had switched charging cables and bought a new one, but that did not resolve the issue. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot# / serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 07-dec-2024, UDI#: (B)(4). H3: tm90t0: the tm90t0 communicator was analyzed on 2026-june-18. Visual observation showed bad charge pins. The device failed to charge because the tm90 micro usb port/hub was visually damaged. Broken bracket and bad charge pins were observed. The device was scrapped and taken out of service medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.